Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their device is not working like their trial, but that it was working. The patient stated that they started experiencing this issue immediately after they were implanted and initially programed. The patient mentioned that their programming was the same as the trial, but that maybe the implant was in the ¿wrong body location¿. The patient stated that 2 weeks post implant, they were reprogrammed and the manufacturing representative was able to reposition the location of stimulation output to cover their lower spinal pain. However, the patient noted that after the second reprogramming effort, they were only deriving (B)(4) pain relief, and the trial had provided at least (B)(4) pain relief when walking and standing for prolonged periods. The patient also mentioned that they have had some problems recharging their implantable neurostimulator (ins). The patient was going to follow up with their manufacturing representative for further programming and troubleshooting. Additional information from the manufacturing representative indicated that the patient was reprogrammed on (B)(6) 2016; the patient reported receiving good coverage with the new programming. The patient also noted that they were able to charge completely, and couldn't before because they didn't have the recharger correctly over the battery. The patient¿s issues were resolved. The patient was implanted for non-malignant pain. Additional information was received from the patient. The patient reported that the stimulation was only helping (B)(4). It was reported that the patient met with their manufacturer representative six times since (B)(6) of 2016 to reprogram the ins but it has not helped. The patient reported that they were able to get the stimulation working in the upper extremities, but not in the lower extremities where they were getting too much vibration. The patient noted that they need it more when they are standing and walking than when they are sitting, so they keep the therapy off when they are mostly sitting for the day. The patient is hesitant to run the device more often because they will have to charge it more often. No further complications are anticipated. Additional information was received from the patient. It was reported that the ins either sent stimulation down instead of up or to the legs, where it was not needed, or not to where the pain was located. The patient reported he was planning explant, possibly by (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer reporting that a device explant was performed. It was reported that the surgical removal of all parts occurred on (B)(6) 2017 (approximately) as the system did not successfully perform following six times of multiple staff programming them. They stated that it was a failed "experiment," following a reasonably promising three day trial ((B)(6) 2016). No further complications were reported/anticipated.